Manufacturer narrative:
We are not able to thoroughly investigate this report as no product code, lot number or sample available was provided. Review of complaints does not show any similar reports due to a device failure.

Event description:
Received an article from the journal of vascular surgery, 2014 titled "outcomes of covered versus bare-metal balloon-expandable stents for aortoiliac occlusive disease." It states that two patients required amputation. Amputation was required in one patient who originally presented with acute limb ischemia.